Event description:
Boston scientific received information that this device had displayed a fault code (fc) 1003, with the message that device voltage is too low for remaining capacity. This fc was cleared and another fc 1007 was displayed with the message, the capacitor charge time is too high. The device was last checked one year ago and is now in storage mode and has been emitting tones for a year. This patient does not have insurance so the patient did not want to have a follow up visit. A boston scientific technical services consultant informed the caller that the patient is not protected. The device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population. No other adverse events have been reported. This product issue will be updated if additional information is received.